Event description:
Report received that the 4-hour limit was found to have changed from 5mg to 10mg. The physician's orders were for 1mg/ml of morphine, pca only mode, 1mg bolus dose, 10 minute patient lockout and a 5mg 4-hour limit. Reportedly, the pump display indicated 4mg had been delivered at 9:00pm and 12mg had been delivered at 11:00pm. The patient had reportedly requested a bolus dose and noticed that the pump display indicated 12mg had been delivered. The nurse checked the pump and found that the 4-hour limit was at 10mg and not 5mg. The pump was removed from clinical service and therapy was continued with a different device. The patient did not experience any adverse effects. Though requested, there was no further information available.